Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What ethicon product was used for the procedure? Do you know the product code or lot number? When did the symptoms begin? Have you seen a physician or surgeon about this issue? If yes, what did your physician say about your condition? Was a new surgery performed to correct your condition? If yes, what was the date and name of the procedure? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2018 and the mesh was implanted. It was reported that the device caused severe pain and hernia recurrence. Additional information was requested.